Event description:
Boston scientific received information from an insurance company that the patient with this right ventricular (rv) lead underwent a revision procedure due to a product performance issue. The details on the event or the results of the revision were not provided. The patient was hospitalized for approximately two weeks as a result. No additional adverse patient effects were reported.

Manufacturer narrative:
The investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Attempts to obtain additional information from the insurance company on the details of the rv lead and the product performance issue were unsuccessful. No further information has been reported from the field as well and as of today, this rv lead has not been returned to boston scientific.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.